Manufacturer narrative:
Other, other text: correction: the previous initial report was send in error as the event is not considered FDA reportable. The malfunction for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis hpca pumps - 2110 err 41622/ red screen. No patient involvement.